Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During the investigation the technician discovered that the customer attempted repair of the device. Evaluation observed the ECG flex cable was not properly connected to the ECG connector or to the analog board connector. Additionally, the printer cable was found twisted and incorrectly installed within the printer assembly. However, as a result of the device being tampered with, root cause could not be firmly established. The ECG flex cable was reseated to the ECG connector and the analog board to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device failed leakage current testing. Complainant indicated that there was no patient involvement in the reported malfunction.